Event description:
On 12/31/99 customer reported that a few minutes into the procedure, a donor appeared flushed and red in the face, donor complained of pressure in head similar to elevated blood pressure and a distorted/muffled hearing. Operator gave saline unit donor's condition improved and then resumed the procedure. Donor's symptoms returned, so the operator gave donor saline again and 3 tums. Donor's condition improved, so the operator resumed procedure and at that point, noted rbc's in the right cassette. The procedure was discontinued, the donor's blood pressure was checked and found to be 140/94. The donor left the center in good condition. Plateletpheresis procedure info: volume wb processed: 389, acd used: 100, wb/acd ratio: 10:1, product volume: 7, prp flowrate: 100ml/min, length of procedure: 25 min.